Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant shallowing of the ac. The lens was intraoperatively implanted and removed. A shorter length lens was later implanted, and the problem was resolved. Cause of the event was other. Reportedly, "the size calculated by orbscan white-to-white was bigger than it actually was. So icl needed to be explanted and new one reinserted."

Manufacturer narrative:
The event reported within the initial MDR submission was not reportable.claim# (B)(4).